Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the transformer was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the sys intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.